Manufacturer narrative:
Product analysis the reported removal difficulties could not be confirmed based on the single still angiogram provided; therefore, the cause of the event could not be determined. Procedural video angiograms showing advancement of the delivery system, device deployment, and removal attempts were not available for a thorough evaluation of the event. However, there is a possibility that the observed right common iliac artery stenosis was a contributory factor to the reported difficulty encountered during removal of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etuf3214c102ee stent graft was implanted during the endovascular treatment of a 70mm aaa. It was noted that the physician did not use a sentrant sheath due to the patient's anatomy (iliac disease). It was reported that during the index procedure,  the stent graft was implanted successfully. The tip was recaptured however the pulley did not work. The physician opted to insert a smaller sentrant device (16fr), disassemble the delivery system and bring the tip of the delivery system to the sentrant sheath. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information; it was confirmed that the "pulley" is referring to the back end wheel. The physician dismantled the entire device and so the spindle was not fully recaptured before removal. The sentrant was confirmed to never have been used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.